Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons need to press multiple times and insulin pump's back light was more dim than it used to be. Customer stated that insulin pump's time has been reset after battery change and they received no delivery alarms. Customer stated that they received pump error alarm but they cant remember because they having alzheimer. The device will not be returned for analysis.